Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged modular cable was confirmed with the evaluation of the returned modular cable (lot # 163642). Visual inspection revealed damaged outer sleeve approximately 6 inches from in-line connector end. The returned modular cable was tested together with laboratory test equipment and the system functioned without any alarm active. The modular cable passed all electrical measurements. The damaged section was dissected for visual inspection of each layer. It was noted the armor layer was not breached. Removal of the layers revealed the underlying wires were unremarkable. The root cause for the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for hm3 modular cable lot # 163642 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable was shipped in the implant kit of (B)(6) on 21dec2015. The heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ contain a subsection entitled ¿what not to do: driveline and cables¿. This section informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. The heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. These sections also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's modular cable had isolated damage. The inner layer and polytetrafluoroethylene (ptfe) wrap was visible. The vad coordinator exchanged the modular cable.